Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned product/photographs provided confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. Complaint sample was evaluated and the reported event was confirmed.review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is non- conforming to specification. The root cause of the reported event is the operator not following the provided work instructions during manufacturing. A corrective action has been initiated to address the reported issue if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Multiple reports are being submitted along with this report 0001825034-2021-01065, 0001825034-2021-01067. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile package. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.